Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device was missing segments. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. The unit was verified operationally and functionally. The unit was found to visually and audibly alarm when alarm limits were breached. The failure was isolated to a defective 7 segment display component on the system board. The customer's complaint was duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. 510k was updated from "k033998" to "k033296."

Event description:
The customer reported that the device was missing segments. No consequences or impact to patient was reported.